Event description:
The reporter stated the surgeon attempted to use a aa4203tl/2.0 toric optic silicone single piece lens. As the tech was preparing to fold the lens into the cartridge, noticed there was debris on lens. Lens was not used. There was no patient contact.

Manufacturer narrative:
(B) (4). Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).